Event description:
On (B)(6) 2011 a spectra penile prosthesis was implanted. It was reported the device was removed in 2011 due to infection. The specific date of surgery was not provided. Additional info has been requested.

Manufacturer narrative:
Final analysis: both cylinders performed and operated according to specifications. Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.